Manufacturer narrative:
Per the perfusionist, the electronic patient gas system (epgs) was being calibrated but the o2 analyzer was not holding the true value. Calibration was attempted multiple times. The fraction of inspired oxygen (fio2) was set to 40% and not reading the values correctly. All hose connections were checked and no leaks were found. The epgs identifying information has not yet been provided, but the heart lung machine the epgs was stated to be on was part number 801763, serial number (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'oxygen (o2) analyzer needs calibration' message. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Correction to a previously submitted medwatch, the field service representative (fsr) replaced only the electronic patient gas system (epgs) oxygen (o2) sensor, not the entire epgs. The unit operated to the manufacturer's specifications. The o2 sensor was returned to the manufacturer for further evaluation. During laboratory analysis, the product surveillance technician (pst) installed the suspect o2 sensor into a lab use only (luo) epgs. Calibration initially passed, but during testing the epgs prompted the pst to recalibrate which failed the test. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.